Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate ventricular fibrillation (vf) shock therapy during an atrial arrhythmia because a beat was detected outside of the supra ventricular tachycardia (svt) limit. It was also noted that the right atrial (ra) lead was undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.